Event description:
It was reported that the patient experienced nonfunctional device with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 21cm x 12mm ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Additional information: event.

Event description:
It was reported that the patient experienced nonfunctional device with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 21cm x 12mm ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Further information was reported that the device would not inflate and the cylinders were crossed over.